Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a syncopal event resulting in a broken ankle and presented to the emergency room. Upon interrogation of the pacemaker, it was noted that there were episodes of cardiac pauses on the electrogram. Further examination showed the right ventricular lead exhibited low lead impedance, lead noise, and episodes of possible loss of capture. On (B)(6) 2020, the device was examined again. The patient stated she had a syncopal episode that resulted in a black eye a few months prior. It was suspected that the right ventricular lead had an insulation failure. The lead was then reprogrammed to unipolar configuration to ensure consistent capture. The patient was transferred to (B)(6) to perform a lead replacement procedure. During the procedure, the physician noted that the atrial and ventricular leads were sutured together without the use of suture sleeve. Insulation damage was noted under the suture on both leads. Both leads were then explanted and replaced successfully. The patient was scheduled for routine follow up after the procedure without further incident. The leads were discarded at the site and were not returned for analysis. Related manufacturer reference number: 2017865-2020-22824.